Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that a crack was found in a bd insyte¿ autoguard¿ bc shielded IV catheter, after use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: lot analysis: device/batch history record review findings: lot number 7237928 was built on afa line 10, from august 27, 2017 thru september 1, 2017. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples for adapter damaged/deformed/cracked and component damage were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. The peura (end user risk analysis): was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Observations and testing: received one used iag bc 22ga catheter/adapter assembly with an opened package from the lot number 7237928. Visual/microscopic examination: observed there was damage on the threads of the luer adapter. Investigation conclusions: the defect adapter/connector defective/damaged, as stated as the reported code was confirmed with the returned catheter/adapter assembly. Bd was able to determine this was related to a manufacturing process. Comment: the damage observed could occur anywhere within zones 1, 2 or 5 that an adapter luer comes in contact with equipment. Misalignments of the adapter relative to the equipment may cause this damage. Alignments are performed when they are determined to be necessary during set up or production. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan. The manufacturing department was notified of this incident and findings.